Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 38.3 cm. External insulation abrasions, exposing the outer coil, caused by friction to can were noted at 34.1cm ¿ 34.8cm and 35.6cm ¿ 36.1cm from distal tip.

Event description:
This report is to advise of an event observed during analysis.